Event description:
It was reported that the customer was experiencing fluctuating blood glucose levels, and was hospitalized twice due to low blood glucose levels. On (B)(6) 2011 with a blood glucose of 77 mg/dl, and on (B)(6) 2011 with a blood glucose of 65 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer's basal rates had been adjusted due to the blood glucose fluctuations. The insulin pump passed the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.